Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple days of implant, the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead was found to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.